Manufacturer narrative:
Device passed the displacement test but motor error alarm during the prime or a33 test due to loose or protruded drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error and drive support cap was protruded. Customer's blood glucose level was 170 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. Recommended customer refer to back up plan as per health care professional instructions. The device will be returned for analysis.